Event description:
The customer reported that the system would lose the images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the high voltage cable. The system was tested and found to be working as intended and put back in service.